Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead in a pacemaker dependent patient. Diagnostic imaging was performed and revealed no anomalies. Abbott technical support was contacted and confirmed the event. The physician elected to take no further action and to monitor the patient. The patient was in stable condition and experienced no adverse consequences.